Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E1 - country: hk. G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg? The complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the blue flexible stiffening cannula was difficult to remove from the ultrathane ring biliary duct drainage catheter during a percutaneous transhepatic biliary drainage (ptbd) procedure for an unknown patient. The user noted that the plastic stiffening cannula became jammed inside the catheter after positioning, resulting in the inability to form the pigtail curl in the patient. The drainage catheter and flexible stiffening cannula were then removed from the patient as a unit and a new like device was opened to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. A photo of the device provided by the customer confirms that the stiffening cannula was lodged in the catheter.